Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a pinpoint hole in a proximal portion of the cuff. It was where the cuff attaches to the tube. They also stated it was not the main body of the cuff balloon and it was not a result of a torn cuff from the intubation. There was no reported patient involvement or outcome.